Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that patient was experiencing pain from the device and also needed an MRI. It was unknown what led to the event, the diagnostics/troubleshooting performed, and interventions/actions taken to resolve the issue. The issue was not resolved as of (B)(6) 2015. An explant was planned. It was further reported by the hcp on (B)(6) 2015 that the device was turned off. The cause of the pain was not determined. They turned the device off and the patient would like it removed. The pain from the device had not been resolved. The patient was recently discharged from the hospital for alcohol withdrawal and had five esophageal varices banded. The patient had the device turned off in (B)(6) 2015 and noticed no difference in symptoms. The patient's past medical history includes: chronic pain, abdominal pain related to the gastric device, gastroparesis, nausea, and vomiting. The patient had a history of alcohol use and tobacco use. There was tenderness at the device site. The indication-for-use (IFU) was gastric stimulation. If additional information is received, a follow-up report will be sent.